Event description:
A discordant high positive immulite 2000 troponin assay result was obtained on a patient sample. The initial result was high positive and reported to the physician. Sample assay re-run resulted low positive. Customer obtained another patient sample (edta) with negative assay result. No indication of patient treatment was administered due to the reported initial result. Patient treatment was not altered and there was no report of adverse health consequences due to the high discordant troponin assay result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. It is suspected that fibrin in the sample may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.